Event description:
It was reported that a user experienced hypoglycemia events after correction dosing while using the ilet bionic pancreas early in the learning phase and requested information about pausing insulin; the agent explained automated insulin modulation and the intended use of the pause feature for temporary interruptions such as showering or physical activity. Symptoms included low blood glucose to 60 mg/dl with two episodes lasting about 20 minutes each, treated with fast-acting carbohydrates, without dizziness, loss of consciousness, or other acute effects. Outcomes included no medical intervention, no ketone testing, and no hospitalization, and the user remained stable at 160 mg/dl at the time of the call. Investigation included troubleshooting and education regarding system behavior, learning period expectations, and alert functionality. Investigation of this case revealed no device alarms or malfunctions and no device component failure, with the cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.